Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave oversensing. No resolution was performed. The patient condition was stable.